Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 6 (cat6) and non-penumbra sheath. During the procedure, while attempting to advance the cat6 into the rotating hemostasis valve (rhv) of the sheath, the distal end of the cat6 kinked; therefore, it was removed. It was noted that the cat6 was being used with a peel away sheath but without a guidewire. The procedure was completed using another cat6 with the peel away sheath of an indigo system aspiration catheter 8 (cat8), guidewire, and the same sheath. There was no report of an adverse effect to the patient.